Event description:
In 2006 a physician attempted arteriotomy closure in the right common femoral artery (rcfa) using the perclose proglide device after an interventional procedure. The "procedure went well until the dr started to pull out the device, he then met with resistance". The "dr harvested the suture placed knot, but there was a lot of blood." Hemostasis was achieved with femstop in twelve hrs (6 hrs on;pulse test; six additional hrs). Within two days of the arteriotomy closure, the pt "developed a pseudoaneurysm at the site (rfca) and was given an injection of thrombin". The prequired two additional days in the hosp. Pt status as of 2006. The pt is fine and discharged home".